Manufacturer narrative:
(B)(4). Additional narrative: the sample is not available to be returned to baxter for evaluation. Therefore, the reported condition of "broken luer lock connection site" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This device was not returned for evaluation. Therefore, the reported condition could not be confirmed. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to baxter healthcare that the luer lock of one (1) ce intermate sv50 device had broken off during patient connection. According to the customer, the patient was about to connect to the device to receive 100ml of vfend (3mg/ml; diluent used 5% dextrose); however, observed the luer lock connection site had broke off of the device. The patient did not connect to the device; no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.